Manufacturer narrative:
The patient sat on the seat of the rollator. Suddenly the seat collapsed due to the seat fixation breaking. End user fell to their back. The alpha basic is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel. This alleged incident occurred in (B)(6).

Event description:
The patient sat on the seat of the rollator. Suddenly the seat collapsed due to the seat fixation breaking. End user fell to their back. The alpha basic is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel. This alleged incident occurred in (B)(6).